Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 20 mg/dl, which was treated with glucose tablets and water. The customer's wife stated that emergency medical technicians were called, the customer was treated with glucose and juice, and he was then transported to the hospital. The caller advised that the insulin pump was working fine. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked reservoir tube and cracked case at display window corners were noted during the visual inspection.